Event description:
In 2005, the pt reported that the transfer set was leaking during drainage of peritoneal solution. They continued draining the solution and when drain was complete they clamped the line and went to the dialysis center in order to have the line changed. The pt was diagnosed with peritonitis in the next day. The pt wwas treated with cephzoline 500 mg intraperitoneally four times every day with exchange for forteen days and cephtazidime 500 mg intraperitoneally four times every day with exchanges for fourteen days. The pt has recovered from peritonitis.